Manufacturer narrative:
Additional information was provided in h.6. And h.11. The product was not returned. A photo was provided. The photo showed a company cartridge on top of the lens carton. The view was from the bottom. Viscoelastic was observed in the cartridge. The nozzle appeared to be cracked. The magnification of the photo did not allow for a determination of further damage. A yellow lens model was visible in the nozzle tip. The lens appeared to be damaged. The observed damage may indicate a plunger override occurred. Physical evaluation of the sample would be necessary to determine a root cause. The reported product lot number was not provided. Lot specific reviews for similar complaints or non-conformances could not be conducted. However, before production release, each device history record is reviewed to ensure that the product met the required specifications and release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. The company cartridge was not returned for evaluation. A photo was provided. The photo showed a company cartridge from the bottom. The nozzle appeared to be cracked. The magnification of the photo did not allow for a determination of further damage. The damage to the nozzle started in the thick wall cone area. Unusually high internal forces would be needed to create damage in this area. Physical evaluation of the sample would be necessary to determine a root cause. Damage in the thick cone wall section has been associated with the use of cold viscoelastic. The instructions for use (IFU) instructs to use viscoelastic, which has been allowed to come to the operating room temperature. This type of damage may also occur if the lens/plunger are not in acceptable positions for advancement. A yellow lens model was visible in the nozzle tip. The lens appeared to be damaged. The observed damage may indicate a plunger override occurred. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ophthalmic viscosurgical device (ovd) filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during cataract surgery with an intraocular lens (iol) implantation procedure it was observed that the injector plunger could not advance the folded iol through the narrow section of the cartridge. This led to a cartridge crack and subsequent damage to the iol. On the same day the patient was implanted with another identical iol. Additional information was received stating that, the surgeon assumes that something was wrong with the lens, previously there were no issues.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(6) h.10 reflects all related report numbers associated with this product event that have been submitted at this time.